Event description:
A customer reported that their AED would not power on and after replacing the battery pack, the AED displayed a service code. The maintenance activity was noted as checking the asi light and checking the pads date. They did not report that this event occurred during patient use.

Manufacturer narrative:
A customer reported that their AED would not power on. After replacing the battery pack, the AED displayed a service code. The customer checked the asi (active status indicator) light and the expiration dates of the pads as part of their troubleshooting. Upon further troubleshooting with the customer, the AED powered on and displayed a service code. The service code was cleared after a manually initiated self-test, indicating that the AED was operationally ready. Despite requests for additional information, the root cause of the complaint remains unknown. Should more information become available, a follow-up MDR will be submitted.